Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. During testing, the ok keypad buttons were found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. The pump display screen was found to be dim and discolored. A test screen was inserted and found to function properly. Unrelated to the complaint, evaluation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 alleging all the keypad buttons had intermittent response. The patient denied keypad damage and moisture. The patient also alleged that the display screen had become dim over time. There was no reported adverse event associated with these complaints. These complaints are being reported because the alleged keypad button malfunction and display defect remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.